Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while firing of the staple, the device did not fire. The surgeon was able to press the green button but could not squeeze the handle. Surgeon opened up a new handle and finished the case. There was no patient injury.